Event description:
New information received states that the death was not related to the implant procedure or the device. It was noted that despite increasing medical treatments the patients condition was progressively declining. Due to poor prognosis, the patients family chose full comfort care, hospice evaluation and dnr. On the day of his death, the patients condition deteriorated with hypotension, hypoxia, unresponsiveness and severe respiratory distress.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.